Manufacturer narrative:
E.1. (B)(6). H.6. Investigation summary: material #: 364314. Lot/batch #: 3044146. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent luer adapter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of bent luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent luer adapter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, one adapter was cracked. No patient impact reported. The following information was provided by the initial reporter: "(B)(6) 2023 the nurse followed the doctor's instructions to draw arterial blood from the patient for blood gas analysis. When checking the supplies, she found that the adapter of the arterial blood collection device was broken. The nurse immediately replaced the arterial blood collection device with a new one, completed the operation, and reported it to the medical consumables management department. Consumables the management department sent a special person to conduct an investigation and took supporting photos. The procurement office notified the supplier to go to the department to check the situation."